Event description:
A report was received that during a revision procedure when the physician opened the lead site, it was noticed that the lead was fractured and it looked like the wires were broken. The lead was explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that during a revision procedure when the physician opened the lead site, it was noticed that the lead was fractured and it looked like the wires were broken. The lead was explanted.

Manufacturer narrative:
Sc-8216-70(sn (B)(4)) visual inspection revealed the left pigtail ripped through approximately .25 inches of the paddle body silicone. The cable for electrode #8l was completely severed. All other electrodes maintained connection with their respective cables. Sc-8216-70(sn (B)(4)) visual inspection revealed electrodes #6r, #7r, #6l and #7l were partially dislodged from the paddle silicone, but still attached to their respective cables. The complaint of lead damage was confirmed.